Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue and contamination under keypad button contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, all of the keypad buttons were intermittently unresponsive to user presses. The keypad cover was removed, and contamination was found under all button contacts. Battery and cartridge caps were not returned with the pump; test caps were used to complete investigation. Unrelated to these issues, the keypad cover was observed to be torn at the ok button. (B)(6).